Manufacturer narrative:
(B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Several x25 expedium verse inserters broke during final tightening of unitized innie set screws in a spondylodesis surgery. 2 pieces of x25 inserters broke off at the tip and 4 others got worn at the tip. The broken off pieces got stuck in the innie set screw and therefore, the innie set screws could be removed anymore. The surgeon cannot tell whether the torque handle reached it's maximum of 80 inch pounds nor can he tell whether the 'klicking' mechanism of the torque handle was activated.